Event description:
Boston scientific received information that during the attempted implantation of this right ventricular (rv) lead, the lead became stuck at the tricuspid valve when it was being positioned. Several attempts were made to release the lead but without success. No other adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and remains in the patient. A new lead was then successfully implanted. No additional information is available. If any additional information does become available, this report will be updated.